Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. Four further incidents have been filed with lot 51922841 regarding implant loosening until today. Three further incidents have been filed with lot 52061806 regarding implant loosening until today. Two further incidents have been filed with lot 51637843 regarding implant loosening until today. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx049z - as vega ps tibial plateau cemented t0. It was reported by on (B)(6) 2019 that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking, and loosening and instability of the implant which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2015 and the revision surgery occurred on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Involved components: nx008z (ps femur cemented f3 lt), nx042 (universal patella p2), nx101 (ps pe insert t0/t0+, 12mm), nn261z (tibial obturator d12mm, l7mm).